Event description:
It was reported that during the procedure, this right ventricular lead was successfully inserted into the patient, with good threshold measurements, and impedances observed. When the guide catheter was removed, the thresholds were tested again, which showed an increase in measurements. The physician attempted to retract the helix mechanism to remove the lead. After about 40 rotations to retract the helix, it could not be retracted. The physician attempted counter clockwise rotations, but the helix mechanism broke off, and remains inside the ventricle. A new non-bsc lead was used to complete the procedure. An echo and CT scan were performed as a result of the helix portion remaining inside the patient's heart. The patient appeared stable. No additional adverse patient effects were reported. It is currently unknown as to whether the extracted portion of the lead is available for return.

Event description:
It was reported that during the procedure, this right ventricular lead was successfully inserted into the patient, with good threshold measurements, and impedances observed. When the guide catheter was removed, the thresholds were tested again, which showed an increase in measurements. The physician attempted to retract the helix mechanism to remove the lead. After about 40 rotations to retract the helix, it could not be retracted. The physician attempted counter clockwise rotations, but the helix mechanism broke off, and remains inside the ventricle. A new non-bsc lead was used to complete the procedure. The patient appeared stable, but an echo and CT scan were performed as a result of the helix portion remaining inside the patient's heart. No further information was provided regarding the remaining portion left inside the ventricle. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with a portion of the helix mechanism broken off. Visual inspection found dried blood/body fluid in the helix housing and in the neck region. Subsequent testing confirmed the high capture threshold allegation based on the finding of a fractured helix. The helix was broken at its proximal contact point with the front plate. Fracture characteristics are consistent with torsional overload. The conductor fracture allegation was not confirmed based on normal lead resistance measurements. Additionally, it was noted that a distinction is being made between the lead conductors and helix. The helix was fractured/broken off. The lead conductors are intact.